Event description:
It was reported that the asymptomatic patient attended a follow-up clinic visit due to a vibratory alert. Device interrogation revealed that the right atrial (ra) lead had high pacing impedance and an increased pacing threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.